Event description:
The reporter indicated, the surgeon inserted a 12.6mm micl12.6 implantable collamer lens and the leading haptic tore off. The lens was removed with no patient injury and the backup lens was implanted. The reporter indicated the cause of the lens damage was due to the lens wasn't loaded correctly.

Manufacturer narrative:
(B)(4). Lens not returned. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found pieces of both haptics torn off and missing. The lens was returned in liquid. (B)(4).